Event description:
Caller alleging discrepant results on patient self tester using 1 lot of strips. Inratio: 1.3, lab: 3.8. Time between testing 2 hours apart. Patient self tester was hospitalized on (B)(6) due to low inratio result and vaginal bleeding. Vaginal bleeding continued until (B)(6).

Manufacturer narrative:
Investigation pending.